Manufacturer narrative:
An event of shortness of breath and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. It was indicated that there was only one partial recapture of the device but no full/complete recapture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, tte revealed circumferential pericardial effusion measuring 0.8cm with larger anterior pocket. Based on the information received, the cause for the reported incident could not be conclusively determined. There was no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 14f amplatzer trevision 45x45 delivery sheath. It was reported that prior to procedure, transesophageal echocardiography (tee) did not confirm any pericardial effusion. It was reported the patient's left atrial appendage (laa) measurements were as follows: laa orifice = 22.0mm; laa depth = 32.8mm; landing zone at widest = 25.0mm; and landing zone at narrowest = 21.4mm. During procedure, the patient was administered heparin and their activated clotting time (act) levels ranged from 314-349 seconds. There was only one partial recapture of the device but no full/complete recaptures was reported. No complications or adverse events were reported during procedure. Prior to discharge, transthoracic echocardiography (tte) did not confirm presence of any pericardial effusion. It was then reported on (B)(6) 2024, the patient reported shortness of breath and tte revealed circumferential pericardial effusion measuring 0.8cm with larger anterior pocket. No cardiac tamponade was reported. The patient was started on colchicine and current patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 14f amplatzer revision 45x45 delivery sheath. It was reported that prior to procedure, transesophageal echocardiography (tee) did not confirm any pericardial effusion. It was reported the patient's left atrial appendage (laa) measurements were as follows: laa orifice = 22.0mm; laa depth = 32.8mm; landing zone at widest = 25.0mm; and landing zone at narrowest = 21.4mm. During procedure, the patient was administered heparin and their activated clotting time (act) levels ranged from 314-349 seconds. There was only one partial recapture of the device but no full/complete recaptures was reported. No complications or adverse events were reported during procedure. Prior to discharge, transthoracic echocardiography (tte) did not confirm presence of any pericardial effusion. It was then reported on 14 march 2024, the patient reported shortness of breath and tte revealed circumferential pericardial effusion with larger anterior pocket. No cardiac tamponade was reported. The patient was started on colchicine and current patient status was reported as discharged.